Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "failed downstream occlusion test intermittently," which was not reproduced. The reported problem was not confirmed through review of the event history log due to downstream pressure readings and slow/undetected downstream occlusions are not recorded in the log. The customer allegation of a failed downstream preventative maintenance test implies either a failure to build sufficient pressure or a failure to detect an occlusion within the allotted time. The downstream sensor current readings were found to be elevated with a loaded set which could cause the device to detect a downstream occlusion prior to building the required pressure with a constant false downstream occlusion alarm. The downstream pressure plate gap was also found to be out of specification. The device was calibrated to ensure proper occlusion detection. (B)(4).

Event description:
It was reported that a spectrum pump "failed downstream occlusion test intermittently" during preventive maintenance testing. It was also reported there was no patient involvement.